Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "plunger sticking" (sticking [plunger]). A user facility reported that the plunger sticks 3/4 of the way down and that excessive force is required for injection. There was no pt impact.

Manufacturer narrative:
Investigation of the batch records showed the functionality test performed during the blistering operation met specifications. The expression force of the syringe batches involved has been tested and is within specification. Four used complaint samples were received and no further testing was possible on the used samples. The suppliers of the syringes have been evaluated and the MFR has focused on the barrel supplier with the lowest gliding force. The other supplier has been requested to further optimize the gliding force of empty syringes. In addition, expression force testing of finished product is introduced from (B)(6) 2010. No similar complaints have been received for this lot, and no remarks related to this complaint have been reported in the batch record. (B)(4).